Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and reservoir tube window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 122 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.